Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation (B)(4), eobs2 from the FDA inspection conducted between july 17 to j(B)(6)2022 at the ems and bonaduz sites.  Alarm "panel connection lost"during start up. Ventilation post poned. No patient involved. The failure 'connection panel lost' after starting up the ventilator may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to confirm the root cause.

Event description:
Before putting ventilator on patient, panel disconnect alarmed. Ventilator would not power down until after ipp was unplugged and plugged back in. Logs only show until (B)(6)2019..

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The root cause was determined to be the use of outdated software and not performing preventive maintenance by the customer in a timely manner. In consequence (correction) device was upgraded to v2.81 and serviced. There was no patient involved.

Event description:
Before putting ventilator on patient, panel disconnect alarmed. Ventilator would not power down until after ipp was unplugged and plugged back in. Logs only show until (B)(6) 2019.